Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed position check. It was also reported that the ra lead exhibited possible oversensing and loss of capture. The ra lead remains in use. No patient complications have been reported as a result of this event.